Event description:
The facility reports while lowering the pt onto the bed, the lift continued to go down after the button was released .the resident's hand was pinched against the hanger bar. Resident sustained a bruise on his hand.